Event description:
It was reported that there was a suspected clot formation in the vein draining the right arm, which was swollen as a result of the central line being inserted for apheresis. The pt was hospitalized for several days and commenced on blood thinning injections and will be treated with these injections at home.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. The chr review showed no other similar product complaint file(s) from this lot.